Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure it is presented that when the specialist used the drill bit 2.5mm ref 227456000 lot ng132465 of the equipment n° 41024413 it was broken while the brocade was being made, a prompt solution was given in this regard, removing the fragments of the split bit and changing the bit for another bit. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.